Event description:
It was reported that the 9800 system intermittently locked up during a case. The 9800 system had to be rebooted and the procedure was completed without further incident. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The fuse was repaired and the software was re-installed during the service call. The system was tested and found to be working as intended and put back into service.